Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image quality, the objective lens was damaged, and the connection point between the light guide connector and the video cable is loose. A root cause could not be identified. The investigation indicates that the primary malfunction was likely attributable to a component failure of the charged coupled device. Additional findings revealed that the poor image quality resulted from a failure within the universal cable, while the objective lens damage was due to a failure of the lens component itself. Additionally, the loose connection observed between the light guide connector and the video cable was found to be caused by a component failure at the connector interface. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had horizontal striped noise in the image. This issue occurred during a therapeutic laparoscopic cholecystectomy procedure that was able to be completed with the same device. There were no reports of patient harm.